Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8015 4.7 unit has error code 810.9080 serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help on error code 810.9080 on 8015 4.7 unit first let tech know we no longer support the 4.7 unit they came eol affected 01/01/2019 he did tell me he is aware of that information. I explain I can help him as a courtesy today the is relate to logic board on unit he can try to reflash unit if fails he has to replace the logic board on unit. Tech thank me for my assist.